Manufacturer narrative:
D6b: added explant date h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pd-anticontamination sleeve-(separation, torn): the cause of anticontamination sleeve torn was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
Updated narrative: an impella 5.5 device was inserted via the right axillary artery in a 52-year-old male patient with cardiomyopathy and a history of renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the nurse reported that the sterile sleeve tore during a dressing change. The rn was changing purge cassettes per hospital policy. During insertion of a new impella cassette, the purge disc would not be recognized. The purge disc was confirmed to be seated in the purge disc holder appropriately, but the screen would not advance. The rn tried with a new purge cassette as well, but the system remained stuck at the same screen. A new console was brought in, and the purge cassette was set up with the new console, which worked. The impella cable was then switched to the new console. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date was captured (d6a implant date repopulated). Additionally, the pump product code was confirmed, and the device serial number was corrected accordingly, with both fields repopulated and updated in the respective d4 fields. Related report number. This is one of two devices associated with the event. Refer to 10 for the related report number(s).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 in a 52 year old male due to cardiomyopathy. It was reported that the sterile sleeve tore during dressing change. There was no patient harm. The patient remains on support.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
B5: added information related to the related device. H10: added related device report number.

Event description:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic.